Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a nauseous patient was seen in clinic for a routine device check. The ventricular lead exhibited several episodes of noise reversion. Isometrics and pocket manipulation could not reproduce the noise. The lead remained implanted.